Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Vessel morphology was reported as the left iliac artery narrowed down to 12 mm in diameter and the remainder of the aneurysm and vessel morphology was unremarkable. It was reported that the patient's left limb was occluded. This was attributed to compression of the stent graft distally above the left hypogastric artery. The cause of the compression was because the ipsilateral extension stent graft was oversized (16x16 stent graft in a 12 mm vessel). The occlusion went up into the ipsilateral limb of the bifurcated stent graft. The physician elected to perform a right to left femoral-femoral bypass procedure and this successfully resolved the occlusion. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion, surgical intervention); patient's condition affected effectiveness of device (small diameter of vessels); incorrect technique/procedure (oversizing of the stent graft). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (small diameter of vessels); operational context contributed to event (oversizing of the stent graft).